Event description:
Pt was admitted to the hospital for malfunction of hickman. Dose or amount: 69 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.